Event description:
A durable medical equipment (dme) supplier informed the manufacturer that a philips respironics remstar heated humidifier (rshh) had sustained thermal damage and there was a void in the enclosure. There was no report of patient harm or injury. The manufacture's service center received the device for evaluation and confirmed thermal damage to the printed circuit assembly (pca) and a void in the device enclosure. The device was forwarded to quality assurance (qa) for further investigation. Qa investigated the device and determined that thermal damage to the device pca had resulted from a cracked solder joint on the ac inlet of the device. The cracked solder joint likely resulted in electrical arcing and the identified thermal damages. This failure mode within the rshh device platform has been previously investigated, resulting in a voluntary recall of a known population of devices which were identified as having high susceptibility to the failure mode ((B)(4)). The referenced device was not included in the identified population of the recall, as the device has been manufactured with a pca board revision (rev. 19) that included the manufacturing change which effectively reduced the likelihood of the failure from occurring. Respironics qa continuously monitors the complaint handling system (chs) for notifications of rshh events where thermal damage to the device pca results from failures similar in nature to those previously investigated. To date, there have been a total of four (4) similar failures for rshh devices received for investigation where thermal failure and a resulting void in the device enclosure have been analyzed and determined to be similar to the failure mode previously investigated. Based on the review of the risk analysis associated with this failure mode, the manufacturer has determined that the risk associated with the rshh devices remaining in the field remains acceptable. There was no patient harm associated with this event. Based on the information available, the manufacturer concludes no further action is appropriate.